Event description:
A report was received that the patient had to charge the battery frequently. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had to charge the battery frequently. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well post-operatively. It was believed that the patient had a previous surgery wherein electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001) device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The complaint was confirmed. The device exhibited analog integrated circuit (aic) -u1 damage. Patient believes that electrocautery was used during a surgery prior the explant procedure. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1, reference (B)(4).